Event description:
It was reported that noise was observed on the atrial lead. The patient was brought into the electrophysiology lab for extraction. During extraction the physician noted that the suture sleeves were tied on very tightly and the insulation was compromised under the suture sleeve. The right ventricular (rv) lead was also extracted due to the insulation potentially being compromised. Both leads were extracted without issue and replaced. The patients status before during and after the event was normal.

Manufacturer narrative:
The reported events of noise and suspected insulation damage due to overtightened suture sleeve tie were not confirmed. A partial distal portion of the lead with extraction tool inserted was returned in one piece. Electrical testing did not find any indication of conductor fractures. Visual inspection and x-ray examination did not find any anomalies except for the damages found consistent with procedural damage.